Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the filter was used. Clot/tissue was present in the apex. Two legs were crossed. No other anomalies were noted. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: two electronic photos were reviewed. Both images show a denali filter in a specimen cup with crossed limbs. Due to the orientation of the filter within the specimen cup, the exact number of limbs crossed cannot be confirmed. Based on the photo provided, limbs crossed upon removal can be confirmed. Conclusion: two photos were provided. Both images show a denali filter in a specimen cup with crossed limbs. Due to the orientation of the filter within the specimen cup, the exact number of limbs crossed cannot be confirmed. Based on the photo provided, limbs crossed upon removal can be confirmed. It is unknown whether the limbs were crossed while implanted as additional information from the facility was not provided. The limbs could potentially become crossed when the filter collapses within the sheath or if the user twists while retracting the filter into the sheath. However, crossed limbs upon removal of the retrieval sheath poses no risk to the patient. No deficiency was alleged during deployment or implantation. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Complainant facility (corrected). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment, the filter legs were allegedly discovered to be crossed after filter retrieval. There was no impact or consequence to the patient reported.